Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphic user interface (gui) to breath delivery (bd) cable, which resolved the issue. The ventilator passed self testing.

Event description:
Service report shows 840 ventilator lost communications. The ventilator was not on a patient at the time of the event.